Event description:
The customer reported a system message displayed and a posterior capsule tear occurred. The customer connected the anterior vitrectomy cutter and when the surgeon pressed on the footswitch the connector for the anterior vitrectomy cutter at the console end blew off. The customer reconnected the anterior vitrectomy cutter again and it blew off again. The customer stated the patient experienced an expulsive choroidal hemorrhage. Multiple attempts were made for patient status and more information on the event with no response to date.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The footswitch interface pcb was replaced and sent for in house testing. Investigation including root cause analysis is in progress.